Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/ batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was this an anastomotic content leak or bleeding staple line? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What color reloads were used and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? How was the common opening closed? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? How was the integrity of the anastomosis checked intraoperatively? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? Was the bleeding intraluminal or extraluminal? Were any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue ischemia or necrosis? What is the status of the patient?

Event description:
It was reported that post op of a small bowel resection procedure that the patient was brought back in for bleeding from the rectum. It was found that there was a leak at the staple line. Surgeon oversewed and cautery to repair the leak.

Manufacturer narrative:
(B)(4). Date sent: 01/27/2021. Additional information was requested, and the following was received: was this an anastomotic content leak or bleeding staple line? Bleeding staple line. What were the indications for surgery? Unsure. Did the patient receive any preoperative chemotherapy or radiation? Unsure. What color reloads were used and what was the sequence of the firings? Unsure. What anatomical structures was the device fired on? Unsure. Were other stapling or suturing devices used when creating the anastomosis? No. How was the common opening closed? Unsure. Were there any issues experienced with the device in the initial surgical procedure? No. Was the device difficult to assemble/close? No. Was the device difficult to fire; was the force to fire higher than expected? No. How was the integrity of the anastomosis checked intraoperatively? Unsure. How many days postoperative was the bleeding identified? Same day, patient was in pacu and started bleeding from rectum. Postponed next case to bring patient back to address. What was the total estimated blood loss (ml)? Unsure. Was a transfusion required? Unsure. Was the bleeding intraluminal or extraluminal? Unsure. Were any malformed staples or missing staples identified? If so, please describe the shape and location. No. Were there any signs of tissue ischemia or necrosis? Unsure. What is the status of the patient? Unsure.